Event description:
The cool line in use had been alarming over the previous shift with air alarms. At that time, the night shift nurse noted the saline bag used for cooling was almost empty so the nurse replaced the bag and got rid of the air. The equipment worked fine until the morning, when the air alarm again sounded. It was inspected and the saline bag was found completely empty. The cool line was turned off and the lines disconnected. Probably the cooling aspect may have been punctured.